Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the adc sensor. The customer was unable to self-treat and had contact with a healthcare professional who administered "fluids and large dose of insulin" for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message upon scanning the adc sensor. The customer was unable to self-treat and had contact with a healthcare professional who administered "fluids and large dose of insulin" for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed upon visual inspection of the plug assembly. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.